Event description:
The reporter indicated the surgeon attempted to insert a cc4204bf collamer single piece lens and the lens became stuck in the cartridge. There was no pt contact. Another same model lens was implanted. The pt's current condition is good.

Manufacturer narrative:
(B)(4).